Manufacturer narrative:
Manufacturing date ¿ added. Expiration date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. However, stroke, thromboembolic and hemorrhagic events are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a neuro stenting (subject device) surgical procedure to place a stent in the lica (left internal carotid artery) and lmca (left middle cerebral artery). It was reported that post procedure, the patient suffered from a large left mca stroke. Further hospitalization of the patient was complicated by aspiration resulting in MDR (multidrug-resistant) pneumonia with acute hypoxic failure and ards (acute respiratory distress syndrome) requiring intubation. The patient also developed a lower gi (gastrointestinal) bleed. In addition, the lica/mca stented areas went on to occlude and a pontine intracerebral hemorrhage also occurred. It was reported that the patient passed away due to cardiopulmonary arrest approximately 17 days post the index procedure. The physician has stated that the stent(s) did not malfunction. No further information is available.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
The patient underwent a neuro stenting (subject device) surgical procedure to place a stent in the lica (left internal carotid artery) and lmca (left middle cerebral artery). It was reported that post procedure, the patient suffered from a large left mca stroke. Further hospitalization of the patient was complicated by aspiration resulting in MDR (multidrug-resistant) pneumonia with acute hypoxic failure and ards (acute respiratory distress syndrome) requiring intubation. The patient also developed a lower gi (gastrointestinal) bleed. In addition, the lica/mca stented areas went on to occlude and a pontine intracerebral hemorrhage also occurred. It was reported that the patient passed away due to cardiopulmonary arrest approximately 17 days post the index procedure. The physician has stated that the stent(s) did not malfunction. No further information is available.